Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle retraction issue. The following information was provided by the initial reporter: 1. Description: IV needle gets stuck and does not retract with button push. Begins to move but then gets stuck inside. 2. The event occurred on (B)(6) 2025. 3. The lot number was 5017998. 4. The defective item was not saved and cannot be sent for further assessment. 5. Harm: no harm to patient or clinical staff.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.